Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was offline and was not syncing. The technical support specialist (tss) had confirmed with the customer that the issue had been resolved. The machine was back online and syncing. Tss had remotely accessed the machine, used the keys to open the panel, unplugged the power supply, reseated the cables, and rebooted the unit. The work order was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cabinet went offline and was not syncing with the system. The issue occurred overnight. The machine was rebooted, and the ethernet network port was tested and confirmed to be functional; however, communication was not restored. The device continued to show no communication. Additionally, a blue screen prompting for a password was displayed. There were no delay or adverse events or injuries reported based on this event.